Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the right plunger case and battery door were cracked. Review of the event history log showed an occurrence of "check syringe plunger sensor." Functional testing found that the device displayed "check syringe plunger sensor" at power up. The investigation determined that the cause of the reported issue was that the flippers were sticking intermittently. This may have been caused due to an impact to the device caused by the customer as it was observed there was a crack on the right plunger case. Both plunger cases were replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.

Event description:
It was reported that the device exhibited a check syringe plunger sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.